Manufacturer narrative:
Additional information: b5, g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cvc (central venous catheter) lumens were bulging bilaterally (not performing well) when flushing. The cvc line was still able to flush, but there was an insufficient or minimal flow. It was stated that the customer tried to reverse the lines as an intervention. The system was recirculated prior to syringe flush. The catheter was replaced to resolve the issue. There was no excessive force applied when flushing was done and no blockage that can cause the line to bulge. Chlorhexidine chg was the cleaning agent used on the device. Povidone iodine was the cleaning agent used on the insertion site prior to product placement. The catheter was not repaired. Tego was utilized. There was no leak and no luer adapter issue. There were no other products being utilized with the device. There were no other defects/damages found on the product observed. There was no packaging damage or damage in the inner packaging. The sterile barrier was still intact upon receipt. There were no patient symptoms or complications associated with the event. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cvc (central venous catheter) lines were bulging bilaterally when flushing. The cvc line was still able to flush but there was an insufficient or minimal flow. It was stated that the customer tried to reverse the lines as an intervention/treatment. The catheter was replaced with a new one to resolved the issue. There was no excessive force applied when flushing was done and no blockage that can cause the line to bulged. Chlorhexidine chg was the cleaning agent used on the device. Povidone iodine was the cleaning agent used on the insertion site prior to product placement. The catheter was not repaired. Tego was utilized. There was no leak and no luer adapter issue. There was no other products being utilized with the device. There was no other defects/damages found on the product observed. There was no packaging damaged or damaged in the inner packaging. The sterile barrier was still intact upon receipt. There was no patient symptoms or complications associated with the event. There was no patient injury.